Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device unexpectedly stopped responding, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station had been freezing up. A field service engineer observed that the touchscreen became unresponsive after a few minutes. The event viewer displayed a win32k error: ¿a pointer device has no information about the monitor it is attached to.¿ to address this, the fse disabled bluetooth, the hid-compliant touchscreen, and usb power-saving mode. Then ran a series of system repair commands, including sfc /scannow and multiple dism commands to restore system health and clean up the component store. The customer confirmed that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device unexpectedly stopped responding, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.